Manufacturer narrative:
The test strips and meter were requested for investigation. The customer's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.9 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
This medwatch will cover the professional coaguchek xs meter and test strips. Refer to medwatch with patient identifier (B)(6) for information on the patient's coaguchek xs meter and test strips. The initial reporter complained of discrepant inr results between professional coaguchek xs meter serial number (B)(4) compared to the patient's coaguchek xs meter serial number(B)(4). At 8:37 am, the result from the patient's meter was 8.0 inr. The customer retested and received an error 7 message on the meter. The received error message can indicate an elevated inr. At 11:15 am, the result from the professional meter was 3.4 inr. The patient's therapeutic range is 2.0-3.0 inr.